Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the ins started pinching and hurting at the pocket site a couple years prior to the report. The patient has stated they want the device removed. They were not sure what could have contributed to the pinching and pain. The patient no longer had a doctor so physician listings were sent to the patient. No further complications were reported. Additional information was received from a healthcare provider (hcp) on 2018-02-20, reporting that the patient had their device removed on (B)(6) 2018 and they wanted to know if the patient had any system components still implanted. It was recommended that the hcp follow-up with the patient's managing hcp for verification as our records showed the patient still had the system implanted. It was not clarified why the device was removed. No further complications were reported/anticipated.